Event description:
The complainant reported that on (B)(6) 2025, a publication titled ¿myocardial infarction with non-obstructive coronary arteries followed by st-elevation myocardial infarction-related cardiogenic shock: early use of percutaneous left ventricular assist device¿ was released. It discusses a case involving a 51-year-old female presenting with nstemi. During the procedure, the team encountered oozing at the access site, leading to explantation of the pump. Additionally, sf case support was not available.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. Investigation summary no product return major bleed: the cause of the access site adverse event was not determined due to insufficient clinical details. Device history review the necessary materials were not returned for analysis so the serial/lot number could not be identified to complete an inspection.